Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The wife of a customer reported via phone call of being hospitalized for blood glucose of 312 mg/dl and went down to 10 mg/dl. Customer treated with a drink. Customer declined to troubleshoot. No further details given.